Manufacturer narrative:
It was reported that the amulet device was deployed in the wrong lobe of the patient with a multilobed left atrial appendage, the patient's blood pressure dropped and became hypotensive upon recapturing the device. An event of pericardial effusion was noted when attempting to reposition the delivery system upon recapturing the device. The pe developed into cardiac tamponade requiring pericardiocentesis. The patient also underwent pulseless electrical activity (pea) three times and required cardiopulmonary resuscitation (CPR). Despite removal of 2l of fluid and provision of acls for pea arrest, the patient expired. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the patient had complex laa anatomy which resulted in difficulty with amulet positioning. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. It was reported the patient had a multilobed left atrial appendage. Heparin was administered during procedure. During procedure, it was reported the amulet was deployed in the wrong lobe and upon recapturing the device, the patient's blood pressure dropped and became hypotensive. A decision was made to remove the amulet system entirely while the team worked to stabilize the patient. It was also reported pericardial effusion was noted outside of the ventricles and reversal agent for heparin was then administered. The pericardial effusion developed into cardiac tamponade and required pericardiocentesis. It was reported 2 liters of blood was drained from the pericardial effusion. The patient also underwent pulseless electrical activity (pea) three times and required cardiopulmonary resuscitation (CPR) but ultimately passed away.